Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter: "in the cardiac ICU, leakage was found at the catheter tube while using the product, which had been placed in the patient for 3 hours."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1224433. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a video was submitted for evaluation, it did not provide a sufficient view of the affected region. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked. The following information was provided by the initial reporter: "in the cardiac ICU, leakage was found at the catheter tube while using the product, which had been placed in the patient for 3 hours."